Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line had become disconnected from the transfer set. The technical service representative advised the patient to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient line becoming disconnected from the transfer set is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.